Event description:
Additional information was reported that the iol haptic touched the iris. Due to capsule tear, the iol was fixed out of the bag. Following the procedure, the patient experienced a rise in intraocular pressure to which the surgeon feels is a result of the viscoelastic. Oral and eye drop medication were used to lower the iop. Fibrin continued to cover the iol surface following anti-inflammatory drops, injection and yag capsulotomy. Ia (irrigation/aspiration) was then used to brush the iol surface and an anterior chamber wash out was performed. Iol haptic adhesions were then removed. As a result, iol surface was damaged. Bacteriological testing was not performed.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported postoperative inflammation following an intraocular lens (iol) implant procedure. Approximately one week following the procedure, a membrane formed on the anterior side of the iol. Although the membrane was removed, it reformed two weeks later. The patient received anti inflammatory eye drops and anterior chamber irrigation. It was noted that the patient's posterior capsule (pc) ruptured during the initial cataract surgery. Product sample is unavailable for return as it remains implanted.

Manufacturer narrative:
Additional information: product history records were reviewed and the documentation indicated the product met release criteria. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(4) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in (B)(6). Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals.